Event description:
The user facility reported that after running two processing cycles, their system 2s began smoking, filling the entire room. The floor was evacuated and the fire department was notified. Procedures were cancelled as a result of the event.

Manufacturer narrative:
Investigation remains in process.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit; the technician confirmed with the facility that no injuries occurred. The technician inspected the unit and found the solid state relay was shorted on the output side, which prevented the heater from shutting off. The solid state relay controls the heater associated with the steam generator and its internal heating rods. A review of the event with steris engineering confirmed the shortage of the solid state relay caused the event, and determined a low likelihood for fire based on the ul 723 burn rating for the device. The unit has been removed from the user facility. Steris will work with the customer to provide a replacement.